Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose coma on (B)(6) 2018 with blood glucose level was 750 mg/dl. Customer was treated with insulin pump. Customer stated needle was inserted into body and it was broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correction of notes related to event and that information has been provided with this report. (B)(4).

Event description:
It was reported that cannula was bent and they did not have broken needle issue.